Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm with the homechoice (hc) machine during initial drain. The technical service representative (tsr) advised the care giver (cg) to check the patient line and the cg stated the patient line clamp was closed. The cg stated there was air in the line due to the closed clamp on the patient line during prime. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp confirmed the air in lines was caused by a closed clamp. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported problem of air in tubing was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was due to use error, a closed clamp on the patient line during prime. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate. Per the customer the sample was discarded and a lot number was not provided, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a report of a low drain volume alarm was confirmed. The root cause was use error. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.